Event description:
It was reported that a surgeon used synthecel during a craniotomy and reported that the patient was experiencing above average nausea and vomiting postoperatively. No patient information available. Patient is reported to be doing well. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.